Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user attempted to place the spring wire guide in the blood vessel from a needle that punctured the blood vessel, but the spring wire guide would not advance. Therefore, he/she opened a new kit instead. No patient harm reported.

Event description:
It was reported that the user attempted to place the spring wire guide in the blood vessel from a needle that punctured the blood vessel, but the spring wire guide would not advance. Therefore, he/she opened a new kit instead. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly, an introducer needle and lidstock for analysis. The components were returned with the guide wire advanced through the introducer needle. Signs of use in the form of biological material was observed inside the needle hub and on the guide wire. Visual analysis revealed that the guide wire was lodged inside the introducer needle. One kink was observed towards the distal end of the guide wire. Also, one bend was observed towards the proximal end of the guide wire. Microscopic examination confirmed the kink and bend and revealed that the distal and proximal welds were secure and intact. The guide wire was dislodged from the needle cannula and no defects or anomalies were observed. The kink on the guide wire measured 445mm from the proximal weld. The bend on the guide wire measured 34mm from the proximal weld. The guide wire total length measured 458mm which is within the specification limits of 450mm-458mm per the marked guide wire graphic. The guide wire outer diameter measured .63mm which is within the specification limits of .61mm-.635mm per the marked guide wire graphic. The cannula inner diameter at the distal and proximal end measured .0270" which is within the specification limits of .0270"-.0285" per the cannula graphic. The cannula outer diameter measured .0355" which is within the specification limits of .0355"-.0360" per the cannula graphic. After dislodging the guide wire from the cannula, the introducer needle was attached to a lab inventory arrow raulerson syringe (ars). The proximal end of the guide wire was then inserted through the subassembly. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. Performed per IFU statement "place the tip of the arrow advancer - with "j" retracted - into the hole in the rear of the arrow raulerson syringe plunger" and then "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked and stuck inside the introducer needle cannula. The guide wire was able to be dislodged with moderate difficulty. The guide wire and the cannula met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.